Event description:
It was reported by the patient that their omnipod pdm (personal diabetes manager) is stopping delivery of their boluses before the entire bolus has been delivered. Blood glucose levels reached 257 mg/dl while wearing the pod between 36 and 48 hours. The patient felt her blood glucose levels were elevated due to her omnipod system switching from automated mode to manual mode. No alarms from the omnipod system were reported. No medical treatment was required for reported issue. No additional information related to the patient allegation was provided. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the delay in bolus therapy or to determine if it could have contributed to the reported hyperglycemia. No lot release records were reviewed, as the product lot number was not provided. *please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event. Locked down smartphone: lockdown omnipod software app version: 3.1.1 smartphone operating system: n5004l-am-q-mv01602-06-01.06 smartphone hardware: n5004l cgm sensor type: g7.